Event description:
It was reported that upon inspection before a surgical procedure at the user facility, a hair was found inside the sterile packaging. The hair was found prior to opening the package. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed; a hair was found in the sterile packaging.

Event description:
It was reported that upon inspection before a surgical procedure at the user facility, a hair was found inside the sterile packaging. The hair was found prior to opening the package. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.